Manufacturer narrative:
Device history records (DHR): the DHR check could not be performed as the lot number was not available. An e-mail requesting missing device data information was sent on july 26, 2017 . At zimmer (B)(4) all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Event summary: it was reported in a journal article, that three patients were revised due to aseptic loosening of the cup. Note: the last e-mail requesting additional information was sent on july 26, 2017 to the appropriate representatives. Review of received data no medical data such as x-rays, surgical notes or any other case-relevant documents received devices analysis no product was returned to zimmer biomet for in-depth analysis. Review of product documentation no product documentation was reviewed for investigation. Root cause analysis root cause determination using dfmea: - aseptic loosening due to motion between liner and cup producing pe wear debris => possible: the devices were not returned for investigation. We can not exclude that motion between the liner and cup produced pe wear particles which result in loosening of the implants. - early aseptic loosening due to insufficient primary stability due to design => not possible: a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment defined in complaint investigation or in the current pms process. - aseptic loosening, migration of cup short term and long term due to insufficient secondary stability due to surface design => not possible: a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment defined in complaint investigation or in the current pms process. - stress shielding, aseptic loosening or fracture of cup due to incorrect distribution of load due to design => not possible: a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment defined in complaint investigation or in the current pms. - aseptic loosening, osteolysis due to wrong alignment of insert in shell leading to generation of pe debris => possible: the devices were not returned for investigation, nor was the surgical approach or any x-rays shared. We can not exclude that a wrong alignment of the inlay in the shell produced pe wear particles which result in loosening of the implants. - aseptic loosening due to lms marking is not readable under or lighting, marking parameters are not sufficient enough, therefore wrong combination of components => not possible: there is no indication that the lms marking was not readable and the surgeon therefore chose a wrong combination of components. However, the product used underwent a final inspection for marking visability. - loosening or fracture of components due to patient with high body weight leading to increased wear => possible: as no patient information was shared, we cannot exclude, that implant loosened due to wear particles caused by patient overweight. - aseptic loosening, pain fracture of implant due to insufficient fatigue strength of material and design => not possible: a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment defined in complaint investigation or in the current pms process- - aseptic loosening due to incorrect distribution of load due to insufficient bony support of implant leading to stress shielding => not possible: a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment defined in complaint investigation or in the current pms process. Conclusion summary the only information available is the event as reported in the journal article. Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant(s) were received; therefore the condition of the component(s) is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Therefore, an exact root cause cannot be determined. Zimmer consider this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Additional information has been requested and is currently not available. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted an unknown alloclassic cup hip implant(catalogue number unknown) on an unknown side (exact date not reported) and the patient underwent revision surgery on unknown date due to loosening.